Event description:
It was reported that a irc10lxo2 concentrator was shutting down by itself.

Manufacturer narrative:
(B)(4) - this report is follow up 001 to complete the information in the field.

Event description:
It was reported that a irc10lxo2 concentrator was shutting down by itself.